Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. All operating currents were within specification and no unexpected battery alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose was 324 mg/dl. The customer stated that the keypad are not responding. The customer stated that there is no crack on the insulin pump. The customer was advised that she can no longer use her insulin pump. The customer was advised to revert to back up plan per health care provider instructions. The customer was offered a loaner pump and explained.